Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause of malfunction: mlc-22- client is testing with expired test strips. Test strip UDI# (B)(4). Customer was testing with expired test strip. Customer states that the test strips were open for more that 8 months. Manufacturer contacted customer on 8/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; no symptoms or medical attention reported since the original call. Customer now understands how to use the meter and strips seems to be working fine. Customer is satisfied.

Event description:
Consumer reported complaint for e-3 and high blood glucose results. (B)(6) - girlfriend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is more than 8 months ago (expired strips). The meter memory was not reviewed for previous test result history. Caller states that from the moment the customer obtained the meter 8 months ago he has been unable to obtain a blood reading and kept obtaining repeated error messages. Customer stopped testing his sugar due to the repeated error messages and inability to obtain a glucose reading, therefore, ended up in the ER on (B)(6) 2017. Customer tested 333 mg/dl and was given insulin twice. He stayed at one hospital 1 night, and was transferred to another hospital where he stayed for 4 days. Customer was discharged on saturday, (B)(6) 2017. Customer continues taking metformin. Customer confirmed that he did not have diabetic symptoms at this time.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-22- client is testing with expired test strips. Test strip (B)(4). Note: customer was testing with expired test strip. Customer states that the test strips were open for more that 8 months. Manufacturer contacted customer on 8/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; . No symptoms or medical attention reported since the original call. Customer now understands how to use the meter and strips seems to be working fine. Customer is satisfied.

Event description:
Consumer reported complaint for e-3 and high blood glucose results. (B)(6) - girlfriend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is more than 8 months ago (expired strips). The meter memory was not reviewed for previous test result history. Caller states that from the moment the customer obtained the meter 8 months ago he has been unable to obtain a blood reading and kept obtaining repeated error messages. Customer stopped testing his sugar due to the repeated error messages and inability to obtain a glucose reading, therefore, ended up in the ER on (B)(6) 2017. Customer tested 333 mg/dl and was given insulin twice. He stayed at one hospital 1 night, and was transferred to another hospital where he stayed for 4 days. Customer was discharged on saturday, (B)(6) 2017. Customer continues taking metformin. Customer confirmed that he did not have diabetic symptoms at this time.